Event description:
The customer reported to olympus, the oes bronchofiberscope eperienced air/water leakages. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the insertion part coating peeling off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
E1 "establishment name " was shortened due to character limitations, (B)(6). A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. The device was returned to olympus for inspection, the customer's complaint was confirmed. Water tightness was lost due to a pinhole on the bending section cover (a-rubber). Based on the results of the investigation, physical stress was applied to the insertion section during user handling and caused the coating to peel. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: 3.2 preparation and inspection of the endoscope. 5. Inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities. In addition, the following non-reportable malfunctions were found during the device evaluation: the a-rubber was chipped. The connecting tube was wrinkled and dented. The bending angle in the up direction did not meet standard due to wear on angle wire. The forceps could not be inserted smoothly due to a dent o the channel tube. The venting connector of the light guide (lg) connector was loose. The og bundle was stained. The up down 9ud) plate and scpe cover had discoloration. The eyepiece was deformed. Olympus will continue to monitor field performance for this device.